Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Regulatory body forwarded a physician report of alcl and capsular contracture, baker grade unknown, on the right side. Device was explanted and a full capsulectomy was conducted however the alcl had breached the capsule. A non-allergan replacement device was implanted and the alcl (same strain) has reoccurred. Events forwarded by this regulatory body fulfill the who diagnostic criteria for a confirmed alcl diagnosis. This record will be considered a confirmed case of alcl.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of capsular contracture and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Regulatory body forwarded a physician report of alcl and capsular contracture, baker grade unknown, on the right side. Device was explanted. Events forwarded by this regulatory body fulfill the who diagnostic criteria for a confirmed alcl diagnosis. This record will be considered a confirmed case of alcl.